Event description:
It was reported that the patient experienced hives. The physician believed this to be an allergic reaction and removed the device. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.